Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit is out of calibration. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
To fix the issue, the field service engineer (fse) performed shuttle and drive transducer calibrations. The unit passed all functional/safety testing. The unit was returned to the customer.